Event description:
It was reported that the guide blood glucose monitor "exploded". The patient inserted a test strip into the device and she heard a "loud pop". The pop sound was accompanied by a flash of light.